Event description:
The customer received a blood glucose reading of 146mg/dl on the contour next link at approximately 11:30pm. The advocate found him unconscious in a chair. The advocate retested his blood glucose and the reading was 32mg/dl. The paramedics were called and in the meantime the advocate gave the patient some coke. The emt retested the patient and the reading was 117mg/dl. The reading on the contour next link was 217mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant the advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.